Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "ch. B no display" was confirmed and reproduced during product evaluation. The root cause was assigned to a faulty main display. No repairs have been performed due to the customer's refusal of estimate or no response by the customer. No further correction was made concerning this event and the pump was returned unrepaired.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). After further investigation, quality engineering determined the assignable was not identified because the device was returned unrepaired.(B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of "ch.b no display." This condition had the potential to interrupt delivery. It is unknown when this condition occurred, but it was reported that the event occurred in the biomed service department. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.